Event description:
Event description: it was reported that during a persistent atrial fibrillation case, the patient went into vf (ventricular fibrillation) and passed away. The caller reported that after obtaining transseptal access, and advancing the reprocessed soundstar® catheter into the body, a baseline effusion was present on ice at the start of the procedure, but the caller noted that the effusion was "mild." The caller then reported that after advancing the octaray catheter into the body and completing some mapping, the octaray catheter was removed from the body, and the farawave pfa catheter was inserted into the body, to proceed with pfa ablation. The caller reported that after completing the second pfa ablation, the patient's blood pressure dropped. The caller reported that they checked for an effusion again on ice, but there was no change in size, from the initial baseline effusion. The caller then reported that they brought in "stat" echo, and confirmed once again, that the effusion was the same size. The caller also reported that they had confirmed there was no wall motion for the patient's ventricles via echo. The caller then reported that shortly after this, the patient went into vf, noticed via the recording system. The caller reported that they administered chest compressions to the patient. The caller reported that each time they would cease the chest compressions, the patient's blood pressure would improve for a short time, before beginning to drop again. The caller reported that the patient was "crashing" or coding for about an hour, before the patient finally passed away, on (B)(6) 2026. No fse follow up or service is requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).